Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years due to severe mitral valve stenosis. Operative findings: ef 40%, rv severely hypo; redo sternotomy; prosthetic mv stenosis; severe tricuspid regurgitation due to mitral stenosis. During explantation, calcification of the leaflets was noted. The explanted device was replaced with another edwards bioprosthetic valve. Patient weaned from cardiopulmonary bypass without difficulty. Transesophageal echocardiogram revealed the new mitral valve prosthesis to be well seated with 0 amount of insufficiency. No operative complications reported.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification reported. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.